Event description:
It was reported that a post operative bleeds happened. No patient injuries were reported. No delay was reported, was reported after and no backup was available.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. A visual inspection was performed on the exterior of product and the bezel was cracked and the lid was scratched. Functional evaluation revealed that the controller functioned as intended. All ablation and coagulation output voltages fell within specified ranges. The complaint could not be verified and a root cause could not be determined in association with the subject controller due to the subject unit functioning as intended when tested. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.